Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that during the patient's ipg revision on (B)(6) 2024 the patient's programmer had a 30 second countdown to reset when testing impedances. The ipg was in surgery mode prior to this and there were no impedances, the ipg was revised and no other issues were reported.